Event description:
On 12/02/2008, the patient reported that in 2008 she changed her insulin cartridge and infusion set and her blood glucose measured 76 mg/dl at bedtime. At 4:30am, her blood glucose measured 473 mg/dl and she felt nauseated. She tested positive for ketones in her urine and she bolused 8.3 units of insulin. At 6:52am, her blood glucose measured 467 mg/dl and she bolused 8.8 units of insulin. At 7:50am, her blood glucose measured 434 mg/dl and at 8:25am she began vomiting and called for an ambulance. She was disconnected from the infusion device when she arrived at the hospital and she was treated with an IV. At 8:40am, her blood glucose measured 525 mg/dl. The patient remained in the hospital for 4 hours and she was released when her blood glucose lowered to 280 mg/dl. She stated that when she returned home she noticed a large air bubble in the insulin cartridge and she had to perform 2 prime cycles to remove all of the air. At the time of the report the patient's blood glucose measured 118 mg/dl and she stated that her doctor will allow her to reconnect to the infusion device the following month. Further attempts to follow up with the patient were unsuccessful. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.